Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. It was further described as "the dark blue portion of the transfer set pulled away from the light blue portion". This occurred after use of the device for peritoneal dialysis (pd) therapy, when the patient tried to disconnect the transfer set and cassette. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a white connector connected to the female connector. A visual inspection with the naked eye noted the dark blue female connector separated from the light blue main body. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.